Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose connector on power port 2 of the controller. Internal inspection of the controller did not reveal foreign material. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, this issue is being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) that there was a "faulty connection on power (slot) 2 of the controller." An elective controller exchange was performed and it was stated that there were "no effect on the patient." Physical damage was noted on the controller by staff. "Battery port 1 on the controller was wobbly." "Patient had not reported having dropped the controller". No additional information provided. Investigation is ongoing.